Event description:
It was reported that due to auto-inflation the patient had his inflatable penile prosthesis (ipp) explanted. The patient complained of the auto locking of his cylinder while riding his bike. The surgeon thinks that the auto lock system in the pump could be faulty.

Event description:
It was reported that due to auto-inflation the patient had his inflatable penile prosthesis (ipp) explanted.the patient complained of the auto locking of his cylinder while riding his bike. The surgeon thinks that the auto lock system in the pump could be faulty.

Manufacturer narrative:
Updated: d10, h3, h6. Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device technical analysis: the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had small leak in proximal cylinder body attributed to sharp instrument damage consistent with explant damage; holes with tool mark damage were present. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders had wear at fold in cylinder body. There was a leak in the kink resistant tubing (krt) of cylinder 2 attributed to sharp instrument damage; hole was present. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The contamination was found inside pump. The pump was not functionally tested due to contamination. Product analysis was unable to confirm the reported events. The investigation conclusion code of cause not established was chosen was chosen because the reported vents could not be confirmed nor substantiated through investigation of the cylinders and the pump. The ams 700 spherical reservoir was visually inspected and functionally tested. There were the leaks in the reservoir shell and in the kink resistant tubing (krt) that was result of sharp instrument damage; holes were present. These damages were consistent with sharp instrument damage, which most likely occurred during explant. Due to this damage being consistent with explant it will be considered a secondary failure. Product analysis was unable to confirm the reported events nor identify a malfunction with the reservoir. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a review of the ams 700 hazard analysis was completed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to device labeling. The manual was unlikely to be the cause of the reported complaint.